Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. It was also reported that the pump battery gauge remained static at 100% for more than a day, then decreased to 5% battery life. There was no impact to the customer's blood glucose level. Customer indicated loaner tandem pump would be used for diabetes management.